Event description:
Related manufacturing reference number: 2017865-2022-12413. It was reported that a patient experienced noise on their atrial and right ventricular leads. The issue was addressed via reprogramming on (B)(6) 2022. The patient was stable throughout the procedure.